Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed the subject catheter was seen to be broken/fractured at 76cm from catheter hub. From the condition of the device, the functional test could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was actually seen to be broken not kinked. The as reported will be confirmed though as this fracture may have been interpreted as being kinked. The as reported as well as the as analysed listed in the grid below will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage was assigned.

Event description:
It was initially reported that when the subject catheter pulled out of the hoop, the subject catheter had been bent. There was no clinical consequence to the patient as a result of this event. Analysis of the returned device found that the subject device catheter shaft broken/fractured during use. There was no clinical consequence to the patient as a result of this event.